Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his blood glucose level was at 409 mg/dl while he was setting the infusion set to administer insulin. The infusion set was inserted into his stomach. However, insulin was not going into his system. Thereafter, he went to the emergency room with high blood glucose level reported to be 541 mg/dl and diabetic ketoacidosis. Upon arriving at the hospital, the cannula was found to be bent. They took it out and changed it. The infusion set had been in use for two days. The patient stayed in the hospital for more than one day and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.